Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump exhibited error code 41622.

Event description:
Additional information was provided that the malfunction was found during testing ? No patient incident.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms(B)(4). A product sample was received for evaluation. No causes or potential causes of the customer's of the reported problem were found during the review of the service and repair records.visual inspection showed all seals were intact. During functional check, the reported problem was duplicated. Run motor in mu mode, motor stuck. Error code alarm. The root cause of the issue is unknown. Cleared error code and removed debris from motor gear.